Event description:
A report was received from the affiliate indicating that a karl storz flexible ureteroscope, model number 11274aau1 was sterilized four times in the sterrad nx; the only sterilization method used. Before the fifth sterilization, the physician and owner of the endoscope observed that during use the image was not clear, only the focus on the small semilunar area. The device is no longer functional and is awaiting repair. Per the initial rptr, although the first contact regarding this event was on (B) (6) 2009, the device model was only provided on july 22, and the problem description on july 23. The affiliate is currently waiting for the device photographs, even though the damage is not visual, only functional. There were no serious injuries reported.

Manufacturer narrative:
(B) (4): damaged device.